Manufacturer narrative:
(B)(4). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was shattered. Cause of the shattered touchscreen was unknown. Additionally, the battery gauge was observed to deplete rapidly and the pump was damaged in the area where the cartridge is loaded causing the customer difficulty with loading a cartridge. The customer confirmed that a new cartridge was able to be loaded successfully. There was no reported adverse impact to the customer. The customer declined to provide additional information to tandem technical support regarding the issues.